Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. H3 has been updated since the product has been returned and pi was completed. Pump stop: the cause of the pump stop was material wear related to the ball bearings. As the issue occurred on day 14 of support and per design trace matrix 0046-9910, the cp pump has a design life of 8 days, this issue is related to the end of life of the product. Patient-device interaction / major bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in d9 and h6.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error.

Manufacturer narrative:
Section d4 primary UDI number has been updated. D6a and d6b implant and explant dates have been added.

Event description:
An impella cpsa c9+ device was inserted via the right femoral artery in a 72-year-old male patient with cardiomyopathy. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. The physician reported a leaking purge cassette, but ICU staff were not aware of the issue and no active leaking was found on follow-up, though sticky purge docking was noted. The purge cassette was not exchanged, and the leakage resolved on its own. The patient remained on support with the same purge cassette and pump, was awake and stable, not requiring catecholamines, and was awaiting a decision for lvad or impella 5.5. No further alarms appeared regarding this issue.later, the physician reported the patient developed a high tendency to bleed, with suspected acquired von willebrand syndrome under impella cp therapy. After this bleeding tendency, the pump stopped running and could not be restarted, with a failure mode of high motor current. The device was explanted and replaced with a new impella cp. Purge was stable throughout (purge pressure 600 mmhg with stable flow). The patient remained stable and experienced no harm. The patient survived to explant.bleeding may be associated with underlying critical illness, device-related factors such as acquired von willebrand syndrome, and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.